Event description:
On (B)(6) 2008, customer reported a barcode misidentification of a sample ID when using the coulter lh 750 hematology analyzer. A sample ID of (B)(6) was incorrectly read as (B)(6) on (B)(6) 2008. The analyzer generated a "no match" error message. Test results were not reported out of the laboratory. No reports of death or serious injury, and no affect to patient treatment as a result of this event.

Manufacturer narrative:
Label barcode symbology was codabar, with 10 characters, without checksum digit. The analyzer was configured with the checksum digit feature disabled. Field service information was not available. The investigation included an analysis of two barcode labels received from the customer. Using the quick check (B)(4) series barcode verifier, the barcode labels failed the required specification for reflectivity of media, with 67% for a minimum requirement of 80%. It was also confirmed that the barcode labels were codabar with no checksum digit. The root cause is that the analyzer was configured with the checksum digit feature disabled and the poor quality of the barcode labels. Per labeling, beckman coulter strongly recommends the use of barcode checksums to provide automatic checks for read. This reportable event was identified during a retrospective review conducted between (B)(6) 2008 and (B)(6) 2010 of complaints for additional reportable events.